Event description:
It was reported the patient received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 92 mg/dl (aviva meter) and 40 mg/dl (paramedic's meter). The patient had passed out sometime between 11:00 p.m. On (B)(6) 2018 and 8:00 a.m. On (B)(6) 2018. The previous blood glucose result was 80 mg/dl taken on the aviva meter at 11:00 p.m. On (B)(6) 2018. The paramedics were called around 8:00 a.m. On (B)(6) 2018. The paramedics treated the patient since he was unconscious. The type of treatment given to the patient was not provided. The patient was taken to the hospital where he was treated with an IV, but the patient does not know what was in the IV. The blood glucose result at the hospital was not provided. The patient was released from the hospital around 2:00 p.m. On (B)(6) 2018. Return of the suspect device was requested for evaluation.